Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: lower pelvic area") in a 35-year-old female patient who had essure (ess205) (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menarche (at 11 years). Concurrent conditions included placenta previa, breast feeding, menometrorrhagia, endometriosis, cervicitis (mild chronic cystic), back pain, earache, cephalgia, urinary tract infection, otitis media and superficial thrombophlebitis. Concomitant products included ibuprofen and oxycocet (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 8 years 9 months after insertion of essure (ess205), the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), gastrointestinal motility disorder ("I have not had a bowel movement") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy/right salpingectomy )/surgical removal of coil). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the menstrual disorder, gastrointestinal motility disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: hysterectomy with left salpingo-oophorectomy/right salpingectomy (on (B)(6) 2010), surgical removal of coil/ (on (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain. Abdominal pain, vaginal bleeding, dysmenorrhea, menorrhagia, depression, anxiety, migraines, headache, nausea". Most recent follow-up information incorporated above includes: on 23-aug-2018: reporter information was updated. This case concerns 35 year old patient. Her demographic was updated. Her historical/concurrent conditions were added. Lab data was added. Essure lot number was added. Essure insertion and removal date was added. Essure indication was amended. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal/ menorrhagia), depression, mental, migraines, headache, nausea, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. She had recovered from pain: pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: lower pelvic area") in a 29-year-old female patient who had essure (ess205) (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menarche (at 11 years). Concurrent conditions included placenta previa, breast feeding, menometrorrhagia, endometriosis, cervicitis (mild chronic cystic), back pain, earache, cephalgia, urinary tract infection, otitis media and superficial thrombophlebitis. Concomitant products included ibuprofen, medroxyprogesterone (depo provera) from (B)(6) 2009 to (B)(6) 2010 and oxycocet (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), mental disorder ("mental"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, 2 years 2 months after insertion of essure (ess205), the patient experienced anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), gastrointestinal motility disorder ("I have not had a bowel movement") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy/right salpingectomy)/ surgical removal of coil). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the menstrual disorder, gastrointestinal motility disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, mental disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: hysterectomy with left salpingo-oophorectomy/ right salpingectomy (B)(6) 2010, surgical removal of coil/ (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain. Abdominal pain, vaginal bleeding, dysmenorrhea, menorrhagia, depression, anxiety, migraines, headache, nausea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: plaintiff fact sheet received: mental anguish event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), gastrointestinal motility disorder ("I have not had a bowel movement") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder, gastrointestinal motility disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, gastrointestinal motility disorder, menstrual disorder and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: abdominal pain lower, bowel movement problems. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: lower pelvic area") in a 35-year-old female patient who had essure (ess205) (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menarche (at 11 years). Concurrent conditions included placenta previa, breast feeding, menometrorrhagia, endometriosis, cervicitis (mild chronic cystic), back pain, earache, cephalgia, urinary tract infection, otitis media and superficial thrombophlebitis. Concomitant products included ibuprofen and oxycodone (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), mental disorder ("mental"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 8 years 9 months after insertion of essure (ess205), the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), gastrointestinal motility disorder ("I have not had a bowel movement") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy/right salpingectomy )/surgical removal of coil). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the menstrual disorder, gastrointestinal motility disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, mental disorder, migraine, headache, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: hysterectomy with left salpingo-oophorectomy/right salpingectomy ((B)(6) 2010) ,surgical removal of coil/ ((B)(6) 2010) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain. Abdominal pain, vaginal bleeding, dysmenorrhea, menorrhagia, depression, anxiety, migraines, headache, nausea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: lower pelvic area') in a 29-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and medical device monitoring error "essure inserted only in one tube". The patient's medical history included menarche (at 11 years). Concurrent conditions included placenta previa, breast feeding, menometrorrhagia, endometriosis, cervicitis (mild chronic cystic), back pain, earache, cephalgia, urinary tract infection, otitis media and superficial thrombophlebitis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), mental disorder ("mental"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced anxiety ("mental anguish"), 2 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), gastrointestinal motility disorder ("I have not had a bowel movement") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy/right salpingectomy )/surgical removal of coil). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the menstrual disorder, gastrointestinal motility disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, mental disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: hysterectomy with left salpingo-oophorectomy/right salpingectomy ((B)(6) 2010) ,surgical removal of coil/ ((B)(6) 2010) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain. Abdominal pain, vaginal bleeding, dysmenorrhea, menorrhagia, depression, anxiety, migraines, headache, nausea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: content from social media received. Event device insertion difficult and essure inserted only in one tube was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: lower pelvic area') in a 29-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and medical device monitoring error "essure inserted only in one tube". The patient's medical history included menarche (at 11 years). Concurrent conditions included placenta previa, breast feeding, menometrorrhagia, endometriosis, cervicitis (mild chronic cystic), back pain, earache, cephalgia, urinary tract infection, otitis media and superficial thrombophlebitis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) from june 2009 to february 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), mental disorder ("mental"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced anxiety ("mental anguish"), 2 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), gastrointestinal motility disorder ("I have not had a bowel movement") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy/right salpingectomy )/surgical removal of coil). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the menstrual disorder, gastrointestinal motility disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, mental disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: hysterectomy with left salpingo-oophorectomy/right salpingectomy ((B)(6) 2010) ,surgical removal of coil/ ((B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain. Abdominal pain, vaginal bleeding, dysmenorrhea, menorrhagia, depression, anxiety, migraines, headache, nausea." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. On (B)(6) 2020: social media content received : reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: lower pelvic area / excruciating pain') in a 29-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and medical device monitoring error "essure inserted only in one tube". The patient's medical history included menarche (at 11 years). Concurrent conditions included placenta previa, breast feeding, menometrorrhagia, endometriosis, cervicitis (mild chronic cystic), back pain, earache, cephalgia, urinary tract infection, otitis media and superficial thrombophlebitis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) from june 2009 to february 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure inserted. In january 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), mental disorder ("mental"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced anxiety ("mental anguish"), 2 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), gastrointestinal motility disorder ("I have not had a bowel movement"), abdominal pain lower ("cramping") and procedural pain ("I was awake and in excruciating pain"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy/right salpingectomy )/surgical removal of coil). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the menstrual disorder, gastrointestinal motility disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, mental disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, anxiety and procedural pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: hysterectomy with left salpingo-oophorectomy/right salpingectomy (B)(6) 2010) ,surgical removal of coil/ (B)(6) 2010) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain. Abdominal pain, vaginal bleeding, dysmenorrhea, menorrhagia, depression, anxiety, migraines, headache, nausea." The following information was received from social media yall were put to sleep while the essure was put in and awake for the whole thin. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added-procedural pain. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrating') and pelvic pain ('pelvic pain/pain: lower pelvic area / excruciating pain') in a 29-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and medical device monitoring error "essure inserted only in one tube". The patient's medical history included menarche (at 11 years). Concurrent conditions included placenta previa, breast feeding, menometrorrhagia, endometriosis, cervicitis (mild chronic cystic), back pain, earache, cephalgia, urinary tract infection, otitis media and superficial thrombophlebitis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), mental disorder ("mental"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced anxiety ("mental anguish"), 2 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), gastrointestinal motility disorder ("I have not had a bowel movement"), abdominal pain lower ("cramping") and procedural pain ("I was awake and in excruciating pain") and was found to have blood pressure decreased ("blood pressure dropped") and weight increased ("weight gain"). The patient was treated with surgery (based on the available information, a review of our complaint records and other relevant data will b and hysterectomy with left salpingo-oophorectomy/right salpingectomy )/surgical removal of coil). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, gastrointestinal motility disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, mental disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, anxiety, procedural pain, blood pressure decreased and weight increased outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hysterectomy with left salpingo-oophorectomy/right salpingectomy ((B)(6) 2010) ,surgical removal of coil/ ((B)(6) 2010) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain. Abdominal pain, vaginal bleeding, dysmenorrhea, menorrhagia, depression, anxiety, migraines, headache, nausea." The following information was received from social media yall were put to sleep while the essure was put in and awake for the whole thin. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: coil migrating, blood pressure dropped, weight gain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrating') and pelvic pain ('pelvic pain/pain: lower pelvic area / excruciating pain') in a (B)(6) female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and medical device monitoring error "essure inserted only in one tube". The patient's medical history included menarche (at 11 years). Concurrent conditions included placenta previa, breast feeding, menometrorrhagia, endometriosis, cervicitis (mild chronic cystic), back pain, earache, cephalgia, urinary tract infection, otitis media and superficial thrombophlebitis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) from june 2009 to february 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), mental disorder ("mental"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced anxiety ("mental anguish"), 2 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), gastrointestinal motility disorder ("I have not had a bowel movement"), abdominal pain lower ("cramping"), procedural pain ("I was awake and in excruciating pain"), renal disorder ("kidney issue"), muscle spasms ("bad leg cramps") and peripheral swelling ("swollen feet") and was found to have blood pressure decreased ("blood pressure dropped") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy with left salpingo-oophorectomy/right salpingectomy )/surgical removal of coil). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, gastrointestinal motility disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, mental disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, anxiety, procedural pain, blood pressure decreased, weight increased, renal disorder, muscle spasms and peripheral swelling outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, menorrhagia, menstrual disorder, mental disorder, migraine, muscle spasms, nausea, pelvic pain, peripheral swelling, procedural pain, renal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hysterectomy with left salpingo-oophorectomy/right salpingectomy ((B)(6) 2010) ,surgical removal of coil/ ((B)(6) 2010) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain. Abdominal pain, vaginal bleeding, dysmenorrhea, menorrhagia, depression, anxiety, migraines, headache, nausea." The following information was received from social media yall were put to sleep while the essure was put in and awake for the whole thin. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events " swollen feet bad leg cramp and kidney issue" were added. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrating') and pelvic pain ('pelvic pain/pain: lower pelvic area / excruciating pain') in a 29-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and medical device monitoring error "essure inserted only in one tube". The patient's medical history included menarche (at 11 years). Concurrent conditions included placenta previa, breast feeding, menometrorrhagia, endometriosis, cervicitis (mild chronic cystic), back pain, earache, cephalgia, urinary tract infection, otitis media and superficial thrombophlebitis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), mental disorder ("mental"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced anxiety ("mental anguish"), 2 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), gastrointestinal motility disorder ("I have not had a bowel movement"), abdominal pain lower ("cramping"), procedural pain ("I was awake and in excruciating pain"), renal disorder ("kidney issue"), muscle spasms ("bad leg cramps") and peripheral swelling ("swollen feet") and was found to have blood pressure decreased ("blood pressure dropped") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy with left salpingo-oophorectomy/right salpingectomy )/surgical removal of coil). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, gastrointestinal motility disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, mental disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, anxiety, procedural pain, blood pressure decreased, weight increased, renal disorder, muscle spasms and peripheral swelling outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, menorrhagia, menstrual disorder, mental disorder, migraine, muscle spasms, nausea, pelvic pain, peripheral swelling, procedural pain, renal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hysterectomy with left salpingo-oophorectomy/right salpingectomy ((B)(6) 2010) ,surgical removal of coil/ ((B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrating') and pelvic pain ('pelvic pain/pain: lower pelvic area / excruciating pain') in a 29-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and medical device monitoring error "essure inserted only in one tube". The patient's medical history included menarche (at 11 years). Concurrent conditions included placenta previa, breast feeding, menometrorrhagia, endometriosis, cervicitis (mild chronic cystic), back pain, earache, cephalgia, urinary tract infection, otitis media and superficial thrombophlebitis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), mental disorder ("mental"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced anxiety ("mental anguish"), 2 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), gastrointestinal motility disorder ("I have not had a bowel movement"), abdominal pain lower ("cramping"), procedural pain ("I was awake and in excruciating pain"), renal disorder ("kidney issue"), muscle spasms ("bad leg cramps"), peripheral swelling ("swollen feet") and post procedural complication ("post removal complications") and was found to have blood pressure decreased ("blood pressure dropped") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy with left salpingo-oophorectomy/right salpingectomy)/surgical removal of coil). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, gastrointestinal motility disorder, migraine, headache, nausea, blood pressure decreased, weight increased, renal disorder, muscle spasms and peripheral swelling outcome was unknown and the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, mental disorder, dysmenorrhoea, dyspareunia, anxiety and procedural pain had resolved. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, menorrhagia, menstrual disorder, mental disorder, migraine, muscle spasms, nausea, pelvic pain, peripheral swelling, post procedural complication, procedural pain, renal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hysterectomy with left salpingo-oophorectomy/right salpingectomy (14sep2010) ,surgical removal of coil/ ((B)(6) 2010). Patient received treatment for pain and bleeding. Type removal surgery 23-feb-2010 salpingectomy unilateral and type 3 oophorectomy unilateral. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new event post removal complication was added. Outcome of the events depression, anxiety, mental disorder, menorrhagia, vaginal bleeding, abdominal pain and procedural pain were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.